Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the lock line appears to be due to the reported knotted lock line; however, a definitive cause for the knot in the lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. An ntr clip delivery system (cds) was advanced to the mitral valve and the clip was positioned. However, during lock line removal, the lock line became stuck in the cds handle. It was suspected that knot must have formed on the lock line. The lock was re-tested and passed. Therefore, the procedure continued with clip deployment. The clip was deployed fine, and the lock line was attached to the clip at this point. Therefore, the free end of the lock line was let go, and cds was removed which allowed the free end of the lock line to make its way back into the cds. The cds was successfully removed with the lock line attached. The clip remains stable on the leaflets. One clip was implanted, reducing mr to 1+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.